Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy (medication, dose, programmed amount and delivery rate unknown). The device was programmed to infuse 335.5 ml volume to be infused over 30 minutes at a rate of 671 ml/hr and it took almost 60 minutes and infused 490 ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.